Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at approximately 10:58 am, in the preoperative preparation room of the operating theater, the patient underwent arthroscopic exploration and debridement of the right hip joint, peripheral small muscle transection, iliotibial band release, removal of ossifying myositis, cartilage damage repair, and acetabular labral repair. Intravenous infusion of this product was required preoperatively. The nurse retrieved a single-use intravenous catheter with intact outer packaging, performed the cannulation and catheter placement according to standard operating procedures, connected the medication solution, and observed no abnormalities. Approximately two minutes later, the patient noticed fluid seeping from the infusion site and alerted the nurse. Upon inspection, the nurse observed leakage from the end of the catheter sleeve. Further examination revealed a fractured internal metal wedge. The catheter was immediately removed. After applying pressure for a short period, a replacement single-use venous catheter of the same brand, specification, and batch was inserted. The aforementioned phenomenon did not recur. Due to the prompt replacement, no serious adverse consequences occurred, and the patient sustained no significant harm.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.